Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the y-site allegedly leaked during drug infusion. No patient harm reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed. One 20 ga x 0.75 in safestep infusion set with y site was returned for investigation. Use residue was observed on the returned sample. The sample was flushed through the y-site hub with water using a 12 ml syringe and was found to be patent to infusion. The distal clamp was activated and water was flushed from the proximal connector. A bead of water observed to leak from the blue valve; therefore, the complaint is confirmed. The IFU states ¿needleless y-injection site valve may leak slightly at certain pressures resulting in a small bead of fluid on the valve.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the y-site allegedly leaked during drug infusion. No patient harm reported.